Event description:
It was reported that 7 days after implantation of a 2.75x32 mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. The target lesion was located in the proximal and mid ramus artery. A pre-intervention stenosis of 100% was reported. The lesion was balloon dilated and then treated with an angio-jet to clear the thrombus. Two 2.75x32 mm taxus express2 stents were deployed in the lesion. A post-intervention stenosis of 0% was reported. The vessel was reported not to be tortuous but calcified. The patient received plavix, heparin, and reopro during the procedure. The patient was placed on plavix after the procedure. No information was reported concerning patient complications. The patient presented 7 days after the initial procedure with an in-stent thrombosis with 100% occlusion of the proximal ramus artery and an acute myocardial infarction. The lesion was balloon dilated and 3.00x12 taxus express2 stent was placed in region of the previously placed 2.75x32 mm taxus express2 stent. Post-intervention results were reported as "very mild stenosis." Thepatient condition was reported as "satisfactory/good" and patient complications were reported as "none."